Manufacturer narrative:
(B) (4)

Event description:
It was originally reported that the pt experienced a loss of therapeutic effect. The pt visited her physician and had surgery to resolve the device problem. The physician subsequently lowered her stimulation on (B) (6) 2010. It was reported that the pt still had problems with her device.